Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5076-52 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular assist device (vad) exhibited slowly elevating power. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Log file analysis revealed two low flow alarms logged since (B)(6) 2018. A slight, steady increase in power consumption was recorded starting (B)(6) 2018, thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the increase in power can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.